Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.